Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular pacing lead fractured. An invasive procedure was performed. The lead was capped and replaced. No adverse patient effects were reported.